Event description:
It was reported that the device is hard to insert causing the vein damage and patient pain. No medical or surgical intervention was reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. E4: initial reporter also sent report to FDA is unknown.